Manufacturer narrative:
The customer reported that the analyzer "got hot and the batteries exploded". There were no allegations of incorrect results. There were no allegations of patient/user harm. The customer provided images of the batteries they reported had "exploded". It appears the label wrapper around the battery had popped off and no damage or leakage from the battery was observed. Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the analyzer "got hot and the batteries exploded". There were no allegations of incorrect results. There were no allegations of patient/user harm.